Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact that the device alarmed for 11/004 service alarm code. This is not a reportable malfunction. However, during verification testing at the service ctr, corrosion was noted in the battery compartment of the device due to leakage from the disposable batteries.